Event description:
Pinnacle litigation records received. Records alleges serious injury, economic loss and pain. Doi: (B)(6) 2005; dor: (B)(6) 2020 ; right hip. Bilateral. See (B)(4) for left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs medical records received. Litigation pfs alleges back, groin and hip pain; inability to walk for more than ¼ mile without having to sit due to pain; high metal ion content; hearing loss; ringing in ears; dry mouth and eyes, beginning in 2019. On (B)(6) 2005, primary right total hip replacement performed to address degenerative arthritis. Depuy pinnacle metal-on-metal uncemented hip replacement with aml press-fit stem implanted without complications. Implant log sticker sheet for primary right hip procedure on page 31 of records. Medical history includes: esophageal reflux, hypertension, osteoarthritis, psoriasis, and seasonal allergies with chronic sinusitis; left elbow surgery, and bilateral foot surgery, first degree a-v heart block, hyperlipidemia, urinary frequency, lumbar radiculopathy, sacroiliitis, xerostomia, tonsillectomy, finger surgery on (B)(6) 2009, patient received a left total hip replacement performed to address degenerative arthritis. Depuy pinnacle metal-on-metal uncemented hip replacement with trilock press-fit stem implanted, without intraoperative complications. Patient reportedly had a normal blood loss consistent with post-op hip replacement, but experienced an acute drop of his hematocrit, but remained hemodynamically stable without any reported interventions. He had post-operative atelectasis which he recovered from with "appropriate pulmonary care and incentive spirometry". Primary left hip implant log on page 559 of medical records. On (B)(6) 2020 lab result cobalt, plasma 4.5 ug/l high result. On (B)(6) 2020, patient admitted for revision treatment of left total hip wear, progressively severe pain, and synovitis, with conversion from metal-on-metal to ceramic on polyethylene. No complications. MRI on (B)(6) 2020 found fluid around the trochanters, but no evidence of soft tissue mass or pseudotumor. (B)(6) 2020 revision of right total hip to address metallosis and elevated cobalt and chromium, with conversion from depuy metal-on-metal head-liner to ceramic on polyethylene head-liner. Surgeon identified grayish stained periarticular tissues and evidence of corrosion fretting within the trunnion femoral head region. Stem and cup were well-fixed. No complications were reported. On (B)(6) 2021 lab results chromium, plasma 1.7 ug/l and cobalt, plasma <1.0 ug/l.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the provided lot code was not valid.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.